Manufacturer narrative:
Results of evaluation: conclusion: abc)based upon the inquiry info received, the visual examinations and the functional tests, it was concluded that the instruments were conforming with regard to staples feeding, firing and forming. Abc)the instruments were received in good physical condition and were examined and found to be functional. A)the instrument was cycled and fired the remaining staple without incident. B)the instrument was cycled and fired the remaining 12 staples without incident. C)the instrument was cycled and fired the remaining 2 staples without incident. Abc)no conclusion could be reached as to why the reported instrument's "would not form properly or would jam" during surgery. Comments: abc)each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may malform or refect if fired into a hard object, such as bone. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the staples would not form properly or would jam. There was no consequence to the pt. 9/25/96 rep reports an ems was used to complete the procedure.